Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was found inside the nozzle¿ was confirmed. It could not be specified what the foreign material was. As it is unknown with the obtained information if the reprocessing has been implemented in line with the instructions for use (IFU), the cause of the remaining foreign material could not be specified. However, it was confirmed that there was no deformation on the section of the device with the foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection. The following were found during inspection: the bending section angle in up did not meet the standard value due to stretching of the angle wire, the play of the up/ down knob was out of standard value due to the stretching of the angle wire, discoloration of the control panel, the suction cylinder had been shaved, the up/ down knob was corroded, the scope connector was corroded, and there were scratches found on: the control panel, switch button 1, the switch box, the scope cover, the control unit cover, the up/ down knob, the lock engagement lever, the lock engagement knob, the up/ down angle fixing lever, the right/ left knob, the grip, the universal cord, the scope connector side of the universal cord protector, the scope connector, the scope connector cover, and the right/ left fixing knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that foreign material was in the nozzle. This report is being submitted for the event found during evaluation. There was no patient involvement.